Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger dervices the following: it is not known based on which findings the user postulated that the expiratory valve became stuck - without the possibility to check the device, the presence of a malfunction can neither be confirmed nor denied. It would at least plausible that a failure of the expiratory valve to open at the set peep pressure leads to a continuous increase in airway pressure. The device is equipped with pressure and flow monitoring functionality and will post an alarm of type exp pressure high when the peep is more than 4mbar above the setting in an automatic ventilation mode. The reported aspect that the users recognized a significant airway resistance at the patient also during manual ventilation with an ambu bag is a strong indication that the reported event was not caused by a device malfunction - the patient is disconnected from the device during this sequence. Finally, the lack of information does neither allow a case-specific evaluation nor reliable conclusions in regard to the root cause, and this report is filed in abundance of caution. It is recommended to have the workstation checked by authorized personnel and repaired if necessary.

Event description:
It was reported that the users noticed a continuous rise in airway pressure approx. Half an hour into the surgical procedure. As per report, medication was administered to stabilize the patient but with less effect than expected so that the users were disconnecting the patient from the device and used an ambu bag for ventilation support. It was mentioned that the users "encountered significant resistance" while doing that. It was further mentioned that: "upon investigation, the anesthesia machine was found to be faulty and was subsequently replaced with a ventilator. It was later determined that the anesthesia machine's breathing valve was stuck, preventing the output gas from being recirculated back into the ventilator, resulting in continuous positive pressure.". It was confirmed that the event did not cause health consequences for the patient, finally. The device has no UDI as an UDI was not required at the time the device was manufactured.